Event description:
It was reported that an implantable cardioverter defibrillator device was explanted due to cardiac tamponade occurring during right atrial (ra) extraction. Heart was opened to close hole in atrial appendage. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an implantable cardioverter defibrillator device was explanted due to cardiac tamponade occurring during right atrial (ra) extraction. Heart was opened to close hole in atrial appendage. No additional adverse patient effects were reported.